Manufacturer narrative:
(B)(4). The service engineer (se) loaded the current software onto the ventilator.

Event description:
A service report indicated that a customer replaced a graphic user interface (gui) printed circuit board (pcb) due to an erratic display. The ventilator was not on a patient at the time of the event.